Event description:
During a robotic assisted laparoscopic sleeve gastrectomy, the gastrisale was inserted into the patient's stomach. Physician had difficulty deploying the gastriseal and after 2 attempts removed the device. Patient was found to have a perforated esophagus which the physician is attributing to the device.